Manufacturer narrative:
(B)(4) initial report additional information including; how long after primary surgery did the pain and instability start, does the patient suffer from any conditions which could contribute to feelings of pain or instability, did the patient have any sort of trauma: slips / falls after the primary procedure, patient activity level and an update on the patient post revision has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a cormet cup and head after approximately 14 year due to instability and anterior pain.

Manufacturer narrative:
(B)(4). Final report additional information including; how long after primary surgery did the pain and instability start, does the patient suffer from any conditions which could contribute to feelings of pain or instability, did the patient have any sort of trauma: slips /falls after the primary procedure, patient activity level and an update on the patient post revision was requested and was provided. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. The devices were respectively manufactured in (B)(6) 2009 & (B)(6) 2008. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. There is no indication of any pre-existing material defect. The x-rays did not provide any clear cause of the instability & initial surgery notes were unavailable. Furthermore, the reporter confirmed the patient did not suffer from any trauma prior to the instability. Based on the above, no further investigation can be conducted, and the root cause of the instability is considered as unknown. Should any addition information be provided, this case can be reopened. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.